Event description:
It was reported that the 9900 system had a collimator iris error and the collimator iris was partially closed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.